Event description:
It was reported that the patient was feeling unwell and weak for 1 month prior to the ER visit. The ECG tech called to interrogate the device but was unable to interrogate the device with the programming head. The magnet test was applied to the device and it was noted that the device appeared 'dead' with no pacing spikes noted. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was feeling unwell and weak for 2 months prior to the ER visit. The patient presented with complete heartblock. The ECG tech called to interrogate the device but was unable to interrogate the device with the programming head. The magnet applied to the device and stated that the device appeared 'dead' with no pacing spikes noted. The device was replaced and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.